Manufacturer narrative:
The device is reportedly not returning for analysis. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted with a proglide device after a cerebral aneurysm embolization interventional procedure using a 6f sheath. Reportedly, the suture was found unraveled [cuff miss]. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed and a foot separation was observed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9 - device available for eval updated from 'no' to 'yes' h3 - device returned to manufacturer? Updated from 'no' to 'yes' h6 - component code 4755; type of investigation code 4114 and investigation conclusions code 4311 were removed.

Event description:
A posterior foot break not returned was found during evaluation of the returned device. The location of the detached foot is unknown.